Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she suffered from metal toxicity, allergic reactions including, but not limited to hair loss, hives, rashes and sensitivities to foods, medicines and materials. She experienced bloating belly, dark circles under her eyes, extreme acute pelvic pain, excessive bleeding, cramping, miscarriage, depression and anxiety. She also developed fibromyalgia and hypothyroidism, and these events were ongoing. She got essure removed via major surgery. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme acute pelvic pain and excessive bleeding (interpreted as genital bleeding). These events are serious due to medical importance and listed in the reference safety information for essure. She also got pregnant (serious due to medical importance and listed) and had a miscarriage (serious due to medical importance and unlisted). In this case, no alternative explanation for the occurrence of the events were provided. It was reported that essure was removed via major surgery. With regards to the events extreme acute pelvic pain, excessive bleeding and pregnant, considering their nature, a causal relationship with suspect insert cannot be excluded. With regards to the event miscarriage, since no information on gestational age was provided and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious event and non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 09-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme acute pelvic pain and excessive bleeding (interpreted as genital bleeding). These events are serious due to medical importance and listed in the reference safety information for essure. She also got pregnant (serious due to medical importance and listed) and had a miscarriage (serious due to medical importance and unlisted). In this case, no alternative explanation for the occurrence of the events were provided. It was reported that essure was removed via major surgery. With regards to the events extreme acute pelvic pain, excessive bleeding and pregnant, considering their nature, a causal relationship with suspect insert cannot be excluded. With regards to the event miscarriage, since no information on gestational age was provided and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious event and non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.